Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: review of the black box data revealed records of power on reset events. On examination, the pump was intact and without damage. The returned battery cap was able to secure properly to the pump for testing. The pump was powered on and exercised for 24 hours without any loss of or interruption in power. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to the battery compartment or battery cap and stated that there was no moisture or corrosion in the battery compartment. The battery cap was reportedly able to secure appropriately to the pump. The reporter noted that the power issue was not associated with battery changes or with any alarms. During troubleshooting, the reporter was advised to change to a battery from a new pack, and the pump reportedly powered on appropriately. Although the pump powered on appropriately during troubleshooting, this complaint is being reported because the cause for the original power issue could not be determined. There was no indication that the product caused or contributed to an adverse event.